Manufacturer narrative:
The received device had the cannula assembly deployed. The soft cannula did not extend past the bottom housing window. Inspection of the device found an internal tear of the soft cannula, with fluid leaking out of the tear. It cannot be determined how this damage occurred. Corrosion was observed on the formed needle and the bottom battery. No other damages or manufacturing deficiencies were observed during the investigation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 3.6 g/l (360 mg/dl) with ketones of 1.3. The patient reported experiencing nausea and sickness. When removed from the infusion site, the pod's cannula was found cut/torn. As treatment, a manual injection of insulin was administered utilizing a pen and a new pod was applied.